Event description:
It was reported that the siderail would collapse due to a missing release knob bushing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.